Event description:
Boston scientific received information that tachycardia therapy for this implantable cardioverter defibrillator (ICD) was programmed to other than monitor plus therapy for an unknown reason. Attempts at acquiring additional information have been unsuccessful. The device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient died in (B)(6) 2014. There were no report that a device malfunction caused or contributed to the patient's death. Information from the obituary notice indicated that the patient had been admitted into hospice due to complications of lung cancer. In (B)(6) 2014, the patient had been transferred to a care center. In (B)(6) 2014, the patient died of non-device related issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.